Manufacturer narrative:
Analysis of the returned cable could not confirm any failure as the cable passed all testing and preformed as intended without issues.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the cable for the monitor was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor of the navigation system was flashing for thirty seconds without prompt from the user. The navigation system was restarted and the reported issue could not be replicated. There was no patient present when this issue was identified. No additional information was provided.